Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied as they only had one cylinder implanted due to distorted pelvic anatomy. Therefore, a surgical procedure was performed to explant the existing ipp and replace with a new tactra malleable penile prosthesis. There were no patient complications reported.